Event description:
Pt underwent eye turmor excision. The device was used to close the wound in 2001. It was reported that the wound opened and bled a small amount, where a gap formed, it was not made clear as how soon after surgery this occurred. It was indicated that the wound was not everted completely. To close the gap one suture was used. The event reported when a sales rep interviewed the doctor about the product, it was not a complaint from the customer. No adverse pt consequences were reported. Product was not returned.